Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 256mg/dl. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. The customer continued to use the pump for insulin therapy.